Event description:
Affiliate reported that valve could not be adjusted from setting 3 to 1. Sales rep. Joined the customer on the same day and advised. Valve could then be re-adjusted to setting 1 without problems. Proper setting 1 was confirmed by using the tms. Customer informed the sales rep. On the next day that he nevertheless explanted the device in the evening of (B)(6). When the sales rep. Picked up the valve, it again showed the proper setting 1 as it had also been confirmed the previous day by using the tms.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the device fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.